Event description:
During preventive maintenance, a cooling fan in the base of the console was observed to be improperly installed. The device otherwise functioned according to its specifications. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. The fan was re-installed by the field service representative.